Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Removal of the catheter was attempted by readjusting the probe while it was still lodged in the patient¿s naris. Additionally, the patient was repositioned (supine, leaning forward, head turned left and right) in attempts to facilitate removal. The ordering physician advised to send the patient to the emergency department for probe removal. After the procedure the patient experienced a headache.

Manufacturer narrative:
Evaluation summary one catheter was received for evaluation and investigated visually for external damage. The catheter was damaged during the extubation procedure based on the investigation. The impedance rings had signal on both the fluke and saline. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was used for a procedure and got stuck in the patient's nose. The patient had to go to the ER to have the catheter removed.